Manufacturer narrative:
(B)(4). Review of pre-implant cta¿s confirmed that the patient had a 10cm max diameter aaa. The proximal neck just below the renals was 27 x 31mm, and 2cm lower was 30 x 32mm in diameter. The infrarenal neck was angulated approximately 75 degree a-p. The right common iliac artery was 23mm in diameter, the left common iliac was 20mm in diameter, and both iliacs were calcified but non-tortuous. The cause of the proximal type I endoleak reported on final angiogram could not be determined. Images during and post-implant were not available for review, and the endoleak and aptus endoanchors could not be assessed. It is uncertain if the severely angulated proximal neck may have contributed.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 10cm in diameter abdominal aortic aneurysm. The proximal aortic neck diameter was 31-32mm in diameter and 10mm in length. It was reported that during the index procedure, on the final angiogram, a proximal type I endoleak was observed. The physician implanted ten aptus endoanchors reducing the endoleak. No additional clinical sequelae were reported and the patient is fine.